Event description:
The system 5 single trigger rotary handpiece was returned to stryker instruments for trade in, and during failure analysis it was noted that the device had a chipped leafkey housing. There was no patient involvement and no adverse consequences associated with the device.